Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (damaged belt) was confirmed. The trunk cable was damaged. The root cause was unable to be identified. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a patient's electrode belt was damaged.